Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
It was reported that this patient had a small seroma, fluid lump, in their back. The patient had a persistent cerebral spinal fluid (csf) leak since implant. The catheter was difficult to locate via x-ray. However, the x-ray was later reported to be normal. A revision was performed to revise the persistent csf leak. An "oversown" spine catheter was reported in addition to decreased effect and "increased med." This was reported to be a non-serious injury. This device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4).